Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked past the bd¿ prn adapter heparin cap during use on a patient being treated for "acute lymphocytic leukemia". The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to our hospital for treatment due to acute lymphocytic leukemia, and the disposable heparin cap and disposable intravenous catheter were used together for puncture infusion. During the use, the heparin cap leaked, which was unable to be used, wasted medical resources, prolonged the treatment time, and the treatment continued after the new heparin cap was immediately replaced."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8233030. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that medication leaked past the bd¿ prn adapter heparin cap during use on a patient being treated for "acute lymphocytic leukemia". The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to our hospital for treatment due to acute lymphocytic leukemia, and the disposable heparin cap and disposable intravenous catheter were used together for puncture infusion. During the use, the heparin cap leaked, which was unable to be used, wasted medical resources, prolonged the treatment time, and the treatment continued after the new heparin cap was immediately replaced."